Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) malfunctioned. After insertion, they inflated the balloon and it would not hold air. There was no reported patient injury. The used device will not be returned for evaluation, but eight sterile devices will be returned.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) malfunctioned. After insertion, they inflated the balloon and it would not hold air. There was no reported patient injury. Additional information was requested but not provided. The complaint device was not returned for evaluation. However, eight sterile 6f/7f mynx control vascular closure devices from the same lot were returned for investigation for this complaint. The devices were received in their original sealed pouches but were not stored under controlled-temperature conditions. During the visual inspection, all eight sterile units were examined for any damages or anomalies that could have contributed to the reported failure mode, and no damages or anomalies were observed in any of the returned devices. In all eight units, button 1 and button 2 were found not depressed, and the stopcock was observed in the open position. A cordis mynx syringe was returned detached from each of the eight units. In every device, the sealant was present in the manufacturing position and fully covered by the sealant sleeves, which exhibited no abnormal conditions. No catheter sheath introducer was returned for any of the eight units. The balloon of each device was found in a deflated state, and the core wire was present in all units. The atraumatic tip of every device did not present any damage or abnormal condition, and no additional anomalies were observed during the evaluation of the eight returned units. The balloon was tested through an inflation and deflation functional evaluation. No issues associated with the reported event were observed during this process, as all balloons inflated and deflated as expected in all evaluated units. The reported event of ¿balloon balloon loss of pressure ¿could not be observed as the complaint device was not returned for analysis. The reported event was not observed during analysis, as the returned sterile devices passed functional testing; the balloons inflated and deflated normally with no anomalies noted. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the balloon not holding air reported. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis of the sterile devices, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.